Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's diabetes care manager reported hospitalization due to high blood glucose and diabetic ketoacidosis. The blood glucose level was 1000 mg/dl. Customer experienced symptoms of nausea and fatigue. Customer was treated with a bolus and an IV drip at the hospital and manual injections at home. The insulin pump alarmed bad battery after the customer was admitted to the hospital. No further information was reported.